Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510(k): k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #5 lacked primary stability and was removed. Discovered during clinical procedure. Attempted to place immediate implant after tooth extraction, not enough stability. Procedure was not completed with another implant. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Symptoms as a result of the event: none reported.